Manufacturer narrative:
Complaint conclusion: as reported, two 6f .070-inch judkin's left (jl) 3.5 100cm vista brite tip guiding catheters were observed fractured during prep. The procedure was completed by using another catheter. There were no reports of patient injury. No damages were found on the device packaging prior to opening, and the devices were stored and prepped in accordance with the instructions for use (IFU). The target site and the access site were calcified. The device was pulled from the packaging by the hub. No difficulties were encountered while attempting to insert, advance, or withdraw the device. The user was trained in the use of the device. The products were not returned for analysis. A review of the manufacturing documentation associated with lot 18116341, which pertains to both complaints, presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the events. Without the return of the devices for analysis, the reported customer complaints "catheter (body/shaft) cracked¿" could not be confirmed. Since the issue was reported to have occurred during prep, it is possible that storage and handling factors may have contributed to the reported event. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Updated section b1. Report type.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 6f .070-inch judkin's left (jl) 3.5 100cm vista brite tip guiding catheters were observed fractured during prep. The procedure was completed by using another catheter. There were no reports of patient injury. No damages were found on the device packaging prior to opening, and the devices were stored and prepped in accordance with the instructions for use (IFU). The target site and the access site were calcified. The device was pulled from the packaging by the hub. No difficulties were encountered while attempting to insert, advance, or withdraw the device. The user was trained in the use of the device. The devices will be returned for evaluation.